Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the tip of a soft tip cannula loosened and detached into a patient's eye during surgery. The tip was located and successfully removed from the patient's eye during the same procedure. There was no impact to the patient. No additional information is anticipated for this report.

Manufacturer narrative:
Three unopened cannula samples were received by manufacturing in a box for the report of soft tip loose and coming off in the eye. The returned samples were visually inspected and were found to be conforming. A review of the related device history records for the reported lot number has been performed. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates that no additional complaints have been associated with the reported lot number. The returned samples were found to be conforming therefore, a soft tip detachment, as described in the complaint, cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. No action was taken as the cannula samples were manufactured to specifications. All cannula assemblies are 100% inspected by trained operators. If a soft tip is identified as damaged or missing, the assembly is pulled from the lot during the manufacturing process and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
To clarify, the detached soft tip was found lodged inside of the entry trocar which was successfully removed from the patient's eye then the tip was recovered.